Event description:
The customer reported that the battery appeared fully charged in the mrx defibrillator, but showed empty when removed from the mrx defibrillator.

Manufacturer narrative:
The factory has not yet received the device for evaluation and this complaint is still under investigation.